Event description:
Wife of pt noticed cover on pump set was shorter than others pt had been using. Tubing removed from pt's home. Inspection of other tubing of that stock # in inventory revealed no similar problems.